Event description:
New information received indicates that the noise on the lead was over sensed resulting in pacing inhibition and inappropriate mode switch episodes.

Event description:
It was reported that a patient presented for a routine generator change. Prior to the generator change, it was noted that there was noise on the right atrial (ra) lead. There was no patient symptoms reported. The physician elected to explant and replace the ra lead. The patient was discharged following the procedure.